Event description:
It was reported that the cap part of the sterile bag was torn. The target lesion was located in a non calcified vessel. During the procedure, an opticross¿ imaging catheter was selected to view the unspecified target lesion. However, it was noted that the cap part of the sterile bag was torn. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by MFR: the mdu sterile bag was returned for evaluation (no device returned). Evaluation of the returned mdu sterile bag revealed that it has a hole near mdu connector port. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be related to a supplier manufacturing issue. (B)(4).

Event description:
It was reported that the cap part of the sterile bag was torn. The target lesion was located in a non calcified vessel. During the procedure, an opticross¿ imaging catheter was selected to view the unspecified target lesion. However, it was noted that the cap part of the sterile bag was torn. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4).